Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started on the morning of (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that after the start of the alleged issue, she continued with her usual dose of medication and administered metformin 1000mg, twice per day. She denied developing any symptoms as a result of the alleged issue. However, she claimed that on the afternoon of (B)(6) 2015, she went to the emergency room (ER), where she was given a "check glucose, urine test and insulin" from a healthcare professional (hcp). At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there was misuse of the product as the patient's daughter had "got juice on the meter". Replacement products were sent to the patient. Although there has been misuse of the meter, this complaint is being reported because the patient reportedly received treatment from an hcp of that given for severe hyperglycemia, after the alleged power issue began.